Event description:
Permanent neurological event. While on warfarin, pt collapsed at home with right side weakness, aphasic. Diagnosed by neurological exam and CT scan. Vascular event is most likely cardioembolic in nature. See pt history.